Event description:
It was reported that a high drain 101 alarm occurred during night drain one on the homechoice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis has been completed. An event history log review was unable to verify the increased intra-peritoneal volume event. No abnormalities were identified during visual inspection of the homechoice (hc). The pneumatic system was found to be working within specification. A simulated therapy was unable to duplicate the reported issue. A device history record review was performed and determined that the device was no longer in its original manufactured condition. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The reported issue was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up report will be submitted.